Event description:
The below report was received by health authority ansm (reference number: (B)(4) on 14-apr-2023. This spontaneous case was originally reported by a consumer and describes the occurrence of cystitis ("cystitis") in a 43 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2017, 872 days after essure insertion, she experienced cystitis (seriousness criterion medically important), multiple sclerosis ("multiple sclerosis attack"), gingivitis ("gingivitis"), neuralgia ("neuralgia") and sciatica ("surgically treated sciatica"). An unknown time later she was found to have inflammatory carcinoma of the breast ("inflammatory cancer of the right breast/ lobular breast cancer with metastasis"). At the time of the report, the multiple sclerosis and inflammatory carcinoma of the breast had not resolved. The outcomes for cystitis, gingivitis, neuralgia and sciatica were unknown. No causality assessment was received for essure with regard to multiple sclerosis, cystitis, gingivitis, neuralgia, sciatica or inflammatory carcinoma of the breast. The reporter commented: then a continuous train of inflammatory illnesses with no apparent links, other than that they developed after insertion of the essure devices. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 83 kg. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4)) on (B)(6) 2023. The most recent information was received on (B)(6) 2023. This spontaneous case was originally reported by a consumer and describes the occurrence of cystitis ("cystitis") in a 43 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2017, 872 days after essure insertion, she experienced cystitis (seriousness criterion medically important), multiple sclerosis ("multiple sclerosis attack"), gingivitis ("gingivitis"), neuralgia ("neuralgia") and sciatica ("surgically treated sciatica"). An unknown time later she was found to have inflammatory carcinoma of the breast ("inflammatory cancer of the right breast/ lobular breast cancer with metastasis"). At the time of the report, the multiple sclerosis and inflammatory carcinoma of the breast had not resolved. The outcomes for cystitis, gingivitis, neuralgia and sciatica were unknown. No causality assessment was received for essure with regard to multiple sclerosis, cystitis, gingivitis, neuralgia, sciatica or inflammatory carcinoma of the breast. The reporter commented: then a continuous train of inflammatory illnesses with no apparent links, other than that they developed after insertion of the essure devices. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 83 kg. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: (B)(6) 2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.